Event description:
A report was received that a patient's ipg was explanted due to a superficial infection at the pocket site. The patient was given IV antibiotics. The physician does not believe that the infection was device or procedure related, and the patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility.